Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was ¿auto shutdown¿ every 2 to 3 days. Additional information received reported that the cause of the issue was not determined. It was noted that no further trouble shooting had been performed. It was noted that it was unobtainable how the patient was doing now.